Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient was admitted with an elevated lactate dehydrogenase (ldh) of 754 u/l. The patient's baseline ldh runs 300-400's u/l. The patient was started on a heparin infusion. An echocardiogram reportedly found nothing unusual. On (B)(6) 2017, the patient's ldh was 607 u/l. The heparin infusion was discontinued on (B)(6) 2017 when the ldh returned to the baseline of 400 u/l. No additional information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported elevated ldh could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.